Event description:
Rptr's wife used only 2 tampons, each at the end of her menstrual cycle for the last two months. Each time she experienced severe, debilitating itching. Called the "800" number for the co and was told to quit using the product. MFR said they would like the product to test. Pt consulted her dr.